Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited increased right ventricular (rv) pacing impedance and pacing threshold measurements. No adverse patient effects were reported. The device remains in service.